Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using penumbra coils and a non-penumbra microcatheter. During the procedure, a penumbra coil would not advance out of the introducer sheath. Therefore, the coil was removed. The procedure was completed by using a lp penumbra coil. There was no report of an adverse effect to the patient.